Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the cardiac resynchronization therapy defibrillator (crt-d) while trying to connect the right ventricular (rv) lead to the implanting device, the setscrew and grommet had popped out of the device. The physician attempted to place the pieces back into the header but was unable to tighten the set screw as it was loose and disengaged from the treads. The device was explanted and replaced with another device to complete the implant procedure. No patient complications have been reported as a result of this event.